Event description:
Related manufacturer number: 2017865-2022-44097. During follow up, noise resulting in oversensing was observed on the right atrial (ra) right ventricular (rv) leads. No intervention has been performed at this time. The patient was in stable condition.